Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said felt shooting pain down their right leg since date of implant. Patient said that is was occurring while on program 2 with a setting of 2. Patient said hasn't felt that sensation in months. Ast couple of weeks has noticed a return of symptoms, said that has to pee every 10 minutes and only going 2-4 ounces at a time. Patient said that is getting up every couple of hours at night and sometimes doesn't make it to the toilet and starts leaking. When asked, no changes to diet or fluid intake or changes to medications and no falls or trauma. Patient mentioned that had an incident with high blood pressure (289/179) in april and spent 3-4 days in the hospital as they were trying to determine if patient had a heart attack. Patient said that even in the hospital had trouble with bladder control. Patient mentioned that when they moved to their new apartment they were under a significant amount of stress due to issues with the apartment and wondered if that could affect their bladder. R reviewed therapy information and general programming guidance. Patient did make an adjustment to current program during the call. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2g0zb, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has experienced a return of symptoms since they have changed programs sometime last week. Pt stated that on (B)(6) 2021 they contacted their manufacturer's rep about feeling a shocking sensation from their lead. Patient stated the rep changed their program to program 6 and a few days after they are wetting the bed every single night. Pt also mentioned the urge to go to the bathroom is so strong they wet themselves before they make it to the bathroom. Pt called the  rep today ((B)(6) 2021) about their return of symptoms and they were redirected pt back to patient services to assist the pt. Reviewed therapy expectations. Pt was able to change their program back to program 1, confirmed therapy was on, and confirmed a fluttering sensation was comfortable in their buttock. Pt also stated it is doing what it is so supposed to do.